Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's parent stated that the patient, who uses a tslim pump, was sleeping at the university when the event happened. During the night ¿the readings were dramatically off¿ and the patient ended up in the hospital due a diabetic seizure. The patient fell out of bed during the event and had a concussion according to the parent. The cgm at an unspecified point was ¿over one hundred¿, and he was taken to the hospital by an ambulance. When the emergency medical technician's (emt) arrived the blood glucose level was ¿below forty¿ and the dexcom device was giving a value for a ¿normal range¿. The parent stated that due to this the pump continued to deliver the basal insulin. There is no information about how long the patient stayed at the hospital, and which treatment was given, but the time of the report the patient had recovered. It has been reported that there was a difference in readings of over one hundred points. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/06/2023. It was reported that the patient's parent arrived at the hospital at 4:00am after the event. The patient stayed in the hospital for one day. During the hospital stay, the patient was evaluated. They had blood work, a CT scan and unspecified medications to increase their blood sugar. The patient was discharged after they recovered.